Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had not had any relief since activation. An appointment was scheduled for (B)(6) to get x-rays of the leads, to check impedances and to reprogram. Additional information was received from the rep reporting that the cause of the lack of relief was unknown, it could be programming evolve workflow in the wrong area. The rep reported that the patient was getting new x-rays on (B)(6) 2018. The rep additionally reported that the cause of the lack of relief was a lead migration. The rep said they reprogrammed the patient and the lack of relief had been resolved. No further complications were reported/anticipated.